Event description:
It was reported that the patient had their first device implanted in 2011 and the second one in 2012. It was stated that the patient still had no relief with their bladder problem. The patient also stated that they had pains, shock and swelling. It was noted that the patient was going to see their doctor on (B)(6) 2014. No interventions or outcome were reported related to this event. No follow up for this event is possible. If additional information becomes available, a supplemental report will be sent. Reference regulatory report #3007566237-2015-00706 for the patient's other implanted device.

Manufacturer narrative:
Concomitant products: product ID neu_ins_stimulator, serial # unknown, product type implantable neurostimulator; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).